Event description:
The user facility reported that a piece of tissue was found stuck in the elevator. There was no report of patient injury reported. Olympus followed up with the user facility to obtain more detailed information regarding the reported event and was informed that the reported event was noticed during the cleaning process of the device. It is unknown whether the foreign material, which was referred to as ¿tissue¿ is a tissue from the patient or a paper tissue.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation and service. The evaluation was unable to confirm the presence of tissue in the elevator, as inspection of the distal end did not find any foreign material. The instrument channel was examined with a borescope and found tear marks. The brush passage was within standard. The device failed the leak test, as a leak was observed from the insertion tube. The device passed the pin gauge test at the distal end. The bending section cover glue was cracked. There were scratches observed on the external surface of the light guide tube. The device was serviced and returned to the user facility. The cause of the user¿s experience cannot be determined. The legal manufacturer¿s investigation is ongoing. This report will be supplemented when the investigation is completed. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation results. A review of the instrument repair history showed that the device was last serviced by olympus on april 5, 2022, in which the biopsy channel was replaced. The device history record was reviewed and confirmed that the device meets all manufacturing specifications and final product release criteria. A review of the complaint database found four similar complaints from the same user facility involving three different devices. The user facility reported ¿possible residues in devices.¿ the evaluation did not confirm the presence of residue in the devices. The devices were serviced and returned to the user facility. In addition, there was one similar complaint reported by other user facility in which the reporting facility reported ¿foreign material at the forceps elevator.¿ the evaluation of the returned device confirmed the presence of a foreign material at the forceps elevator; however, it was not identified. Olympus was unable to obtain information regarding the reprocessing steps conducted by the user facility. The root cause of the reported phenomenon was not conclusively determined due to insufficient information regarding the reprocessing practices at the user facility, no information provided regarding the condition of the elevator forceps before use, as the user facility did not perform inspection prior to use and the evaluation did not confirm the presence of a foreign material in the distal end of the device. However, based on the evaluation findings improper maintenance and user mishandling cannot be ruled out a contributory factor to the reported event.